Event description:
It was reported that the right ventricular (rv) defibrillation lead and this implantable cardioverter defibrillator (ICD) stored several non-sustained ventricular tachycardia (nsvt) and ventricular tachycardia (vt) episodes due to oversensing of noise in addition to a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) sensor. There was no inappropriate shock therapy delivered as a result. The noise episodes corresponded with a coronary artery bypass grafting (CABG) procedure and was felt to be external in nature during the procedure. Additionally, the rv lead exhibited a decrease in pacing impedance measurements from 480 ohms to 417 ohms, and a decrease in shock impedance measurements from 44 ohms to 35 ohms following the CABG procedure. No subsequent noise was noted following the procedure and impedance measurements were noted to be returning to pre-surgery values. The patient was noted to be quite unwell following the surgery and was noted to have spent several weeks in the hospital. A health care professional (hcp) expressed concern that the rv lead sustained damage during the surgery and technical services (ts) review was requested. Ts discussed that the change in pace and shock impedance measurements can be impacted by clinical changes in the patient condition and noted that the measurements remained within normal limits. Additionally, ts reviewed the stored episodes and agreed that the noise appeared consistent with an external source where the reported surgery would be a likely explanation in this instance. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.